Event description:
The physician's office is reporting a local allergic reaction to juvederm ultra plus. The patient was treated in the bilateral nasolabial folds, oral commissures and marionette lines. Swelling was noted the day after treatment, followed by tenderness shortly after. Ten days after treatment, the patient presented to the nurse injector with swelling that was noted as unusual, as it was slightly above the nasolabial fold treatment site area to under the eyes. Treatment was given as benadryl and dimetapp.

Manufacturer narrative:
Medwatch sent to FDA on 21/sep/07. Device evaluation summary below: the documentary research in the batch file shows that no element could explain this reaction : all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, extrusion force, sterility test, sterilization cycle) are registered as conforming to the specifications.